Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer's stylus was not working. It was indicated that the electrocardiogram (ECG) connector was loose. It was also indicated that the power cord insulation and lower case were damaged. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was not working. A replacement stylus did not resolve the issue. The programmer also had a broken power cord. The programmer was returned for service and for software update. No patient complications have been reported as a result of this event.